Event description:
It was reported that this right atrial (ra) lead was suspected to have fractured due to the exhibited high out of range impedances during pacing system analyzer (psa) lead testing. A lead revision was done, the lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.